Event description:
It was reported by customer biomed that while in clinical use, the v60 displayed e/c 110b proximal pressure sensor autozero failed. No reports of patient/user harm or injury. Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error code occurred--the proximal pressure was not measured, and the pressure-related alarms were compromised. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was removed from service, but there was not any reported adverse outcome to patient care or therapy. The customer informed the remote service engineer (rse) that there were not any recent repairs, but the device did have a recent preventive maintenance (pm) completed. The customer troubleshot the device with the rse, which included verifying the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replacing the proximal auto-zero solenoids (sol 3 and sol 4), and replacing the da pcba. The rse then advised the customer to replace the two solenoids and provided the part ID to the customer for repair. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00439. All information from the original report(s) has been transferred to this report.